Event description:
It was reported that the 9600 system would not boot up and had an error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The s-ram was installed during the service call. The system was tested and found to be working as intended and put back into service.